Event description:
It was reported that leakage occurred during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter (french translation), "during its use, a leak was observed in the device with blood splashes. The soiled device in question has been kept in case the laboratory wishes to carry out investigations."

Manufacturer narrative:
Investigation summary:bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve defects leading to leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to sleeve defects leading to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter (french translation), "during its use, a leak was observed in the device with blood splashes. The soiled device in question has been kept in case the laboratory wishes to carry out investigations."